Event description:
The customer called to report motor error and no delivery alarms. The call was disconnected, but the customer called back and stated he fixed the problem. The customer declined troubleshooting. The territory manager later called to report that the customer continues getting alarms on the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. Unable to verify other alarms due to the motor error alarm.